Event description:
It was reported while using bd peripheral IV catheter insyte¿ autoguard¿ 20 gauge the needle would not retract. This occurred 2 times. There was no report of patient impact. The following information was provided by the initial reporter:   they had 2 insyte auto guard non blood control where the needle would not retract back.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following field was updated due to photo received: h6: investigation summary: our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph which displayed the barrel and grip from an insyte autoguard device. The safety mechanism had been activated, but the needle was not fully retracted within the barrel. The device exhibited evidence of use; however, no damage to the barrel, the spring, or safety mechanism could be identified from the photo. Based on the evidence in the photograph, the reported issue was confirmed. Although the reported issue was confirmed, the photograph provided for this incident did not present sufficient evidence to identify a definite root cause. A device history record review could not be performed as the lot number is unknown. H3 other text : see h10.

Event description:
It was reported while using bd peripheral IV catheter insyte¿ autoguard¿ 20 gauge the needle would not retract. This occurred 2 times. There was no report of patient impact. The following information was provided by the initial reporter:   they had 2 insyte auto guard non blood control where the needle would not retract back.

Manufacturer narrative:
H6: investigation summary bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided.

Event description:
It was reported while using bd peripheral IV catheter insyte¿ autoguard¿ 20 gauge the needle would not retract. This occurred 2 times. There was no report of patient impact. The following information was provided by the initial reporter:   they had 2 insyte auto guard non blood control where the needle would not retract back.